Manufacturer narrative:
Concomitant products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for unknown indication for use. It was reported the device did not seem to be working and never worked very well at all. The patient did not ¿leak.¿ the patient was considering having the devices explanted because she needed an MRI and the current devices ¿didn¿t do that much good.¿ there were no falls or trauma related to the issue. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported that their battery was dead and would need to be replaced to work. "It was time that caused it to die." It was reported that it was removed (B)(6) 2017. No further information was reported.